Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a dexcom app crash occurred. Performance data was reviewed. The allegation was confirmed. The probable cause was determined to be an sql error. No injury or medical intervention was reported.

Manufacturer narrative:
((B)(4). B5: describe event or problem ¿ correction. G6:type of report: follow up. H2: additional information - correction. H6: investigation conclusion ¿ additional information.